Event description:
It was reported by the rep that (3) devices were used in open nephrectomy. The generator registered a solid tone. Another device was pulled. The case started with a lcsc5. The hosp pulled a cs23c, then a cs14c in all cases a solid tone was given. Opened another device to complete the case. There was no consequence to pt.